Event description:
It was reported that a month post implant the right ventricular [rv] lead was repositioned due to dislodgement. Then at the patient's clinic visit, a month post the lead revision, it was found that the lead had dislodged once again. It was also reported that the rv lead had a sudden rise in threshold and the threshold measurement was high. The rv lead was explanted and replaced. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.